Event description:
It was reported that a customer was admitted to the hospital due to diabetic ketoacidosis, which was a serious adverse event. Upon arrival at the hospital, a venous plasma test showed a blood glucose level ranging from 20.6 mmol/l to "high", and a high ketone level of 3.8mmol/l; cause was unknown. Treatment with IV fluids and insulin resolved the issue, and there was no permanent damage recorded. The customer was released from the hospital two days later on august 29, 2025. Multiple attempts were made by the distributor to obtain additional information; however, the customer did not respond.